Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head cable found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radio frequency (rf) programmer head could not get telemetry. The failure was confirmed by replacing the rf head cable. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).